Event description:
It was reported that the pump was being used on a pt with congestive heart failure, and frequent coughing. The electrocardiography pattern trigger was being used and there was a lot of artifact. The strips showed that there appeared to be double pumping/triggering at times, with high base line alarms. The pt was transferred to another pump and arterial pressure trigger was used, but helium loss alarms were noted. An arrow clinical rep. Suggested a change to electrocardiography peak trigger and slave which rectified the condition without any further complications.